Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 200s (mg/dl). Customer delivered correction boluses to treat bg levels. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to consult with health care provider to discuss infusion set options.